Event description:
The customer reported that the device displayed a pacer failure during testing. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed a pacer failure during testing. There was no report of pt impact or involvement. Philips evaluated the device and verified the reported symptom. The power pca was replaced to resolve the issue.